Event description:
It was reported that a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. Prior to the procedure beginning a baseline pericardial effusion was noted. During transseptal puncture (tsp) the transeptal sheath and needle were observed tenting on the posterior wall of the right atrium (ra). A sulcus was observed separating the ra and left atrium (la). The physician counter clocked the sheath and visualized stretching of sulcus space. The tsp system was reset, and the tsp was completed. The procedure proceeded and was completed with no complications or issues. The closure device was successfully implanted in the laa of the patient. Immediately following the procedure transesophageal echocardiogram imaging showed that there was no significant change in the effusion. 10 minutes post procedure when the patient was being extubated they became hypotensive. Transthoracic echocardiogram imaging showed that there was a moderate pericardial effusion with cardiac tamponade around the right ventricle of the patient. The physician tapped the effusion and put a drain in. 350cc of blood was removed from effusion and the patient was moved to the intensive care unit in critical but stable condition. The effusion resolved and the patient recovered from these events. The patient has since been discharged to rehabilitation.